Event description:
(3/4, reference (B)(4) for related complaints) (documenting cassette #1) per email: (B)(6). Reports has had 3 flow stop cassettes unusable due to no disposable clamp tubing alarms. One beeped constantly when trying to prepare pump for use and 2 beeped, then alarmed no disposable during use. Lot number 4203284, expiration date 10/17/2026. Reservoir volumes unknown for 2, and 100 for one. Both pumps 430149, 430142 involved. No further details provided.